Event description:
Report received from (B)(6), stating that the device experienced "cannot insert cutter". It is known that this event occurred during a surgical procedure. It is also known that ther was no pt/user injury or medical intervention associated with this event. No add'l info is available.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If add'l info is received, a supplemental report will be sent. (B)(4).